Event description:
User reported two false-positive tests. One test result received in the last week of august and the second test result received the first week of september. User received a follow up rapid antigen test and pcr and received negative results from these tests. This report 1 of 2.

Manufacturer narrative:
Additional information: relates to mw5104507.

Event description:
User reported two false-postive tests. One test result received in the last week of august and the second test result received the first week of september. User received a follow up rapid antigen test and pcr and received negative results from these tests. This report 1 of 2.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) (3014862188-2021-00056: test 1, 2 of 2).

Event description:
User reported two false-positive tests. One test result received in the last week of august and the second test result received the first week of september. User recieved a follow up rapid antigen test and pcr and received negative results from these tests. This report 1 of 2.